Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the tissue pad got detached from the scissors. The missing part was retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.